Event description:
It was reported that the device was being used for an open colorectal case, the anvil would not click on to the spike and would not fit securely. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.